Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers it was determined that the reported condition of "damaged battery case" was due to broken/cracked rear housing. The rear housing was replaced to correct this condition. The reported condition of this complaint has been assessed for reportability and is now determined non-reportable.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.